Event description:
Caller reported that the pump battery would not charge, leading to the pump shutting down. There was no adverse impact to the customer¿s blood glucose level. The caller attempted to resolve the issue using different charging methods and adapters, but these efforts were unsuccessful. Consequently, technical support decided to replace the pump, with the caller reverting to multiple daily injections as backup therapy. The customer was instructed on returning the defective pump and understood the procedure.